Manufacturer narrative:
The account has isolated the rails, board and motor. Technical support instructed the account to isolate p4 and the nurse call panel. Repairs have not been completed.

Event description:
The account alleged, the bed has no electrical functions. When he manually cranked the head up, it ran down on its own.